Manufacturer narrative:
The afapro28 balloon catheter with lot number 15695 was returned and analyzed. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for six applications on the reported event date. The catheter passed the performance test as per specifications and the inflation phase was expected, but a guide wire lumen kink was observed during testing. Deflection testing (lever pushed to the forward and backward position) was performed and the shaft re-act as initially intended. No kinks were identified on the shaft and after dissection, the pull wires were also intact. During inspection of the shaft segment, a guide wire lumen kink/twist was observed 1.18 inches proximal to the catheter tip. Pressure testing did not identify any leakage from the kink. In conclusion, the balloon catheter failed the returned product inspection due to a kink/twist observed on the guide wire lumen. If information is provided in the future, a supplemental report will be issued.

Event description:
The balloon catheter subsequently tested out of specification per the manufacturer's investigation.